Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was 175 mg/dl. The customer stated that the insulin pump may have been exposed to moisture or that the buttons were pressed down. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No button error alarms were noted during testing. The pump also had a cracked reservoir tube lip. No moisture damage inside the pump was noted.